Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported having high blood glucose and damage to her insulin pump. Customer's blood glucose was 399 mg/dl. She had treated her high blood glucose with 4.8 units of insulin. The customer also reported that there was scratches on her insulin pump's screen. She also stated there was cracks on the reservoir and a broken casing. Troubleshooting for the insulin pump found there was a few small air bubbles in infusion set. Insulin was also able to exit from the tubing. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.